Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced issues with the dexcom system not working. No medical intervention was reported. Additional event or patient information is not available.